Event description:
On july 25, 2024, senseonics was made aware of an incident where the sensor could not be removed during the initial removal procedure on (B)(6) 2024. The sensor was inserted on (b))(6) 2024 and it was a regular sensor exchange. The hcp had to stop the removal as the patient was in pain. The sensor was successfully removed during another removal attempt .

Manufacturer narrative:
Inability or difficulty to remove sensor during first attempt is a known and anticipated potential risk and eversense e3 user guide mentions about it under "risks and side effects". For this incident, the sensor could not be removed during the first removal attempt on (B)(6) 2024. The reason for unsuccessful removal attempt was not provided. It was reported that removal had to be stopped as customer was in pain. The area was numb, but the customer felt well overall. Another removal attempt was made on (B)(6) 2024 and using an ultrasound, the sensor was localized and the removal was successful. A new sensor was also inserted successfully to continue using eversense cgm system. This incident does not require any further investigation.